Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: a review of the pump¿s black box showed one cs 012 call service alarm had occurred. During testing, the pump was exercised for 24 hours with no call service alarms occurring. The pump was opened and no evidence of internal moisture or defects to the printed circuit board or internal components was found. The complaint of a cs 012 call service alarm issue was shown in the pump history but was not able to be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.